Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The surgeon fully fired the circular stapler. However, had a difficult time removing the device from the patient. Per the video, the surgeon injected air and gel into the rectum before device insertion. The surgeon pierced the center shaft to the dorsal tissue of the rectum cut end, then attached the shaft to the anvil with pushing or pulling till the anvil fully seated the correct position. Then the surgeon fully twisted the knob and confirmed the green line. Then the surgeon fired the device and rotated the twist knob twice. The anvil looked un-tilted in the video. The surgeon pushed and pulled the device, however, could not remove the device from the cavity at first. Then the surgeon re-pushed the device toward the mouth side and supported the anastomosed site. Then could remove the device from the patient. No leakage was noted at the leak test. However, the surgeon sutured the anastomosed site with a few stitches for reinforcement. There was no patient harm. The status of the patient is reported a no problem.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife blade and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.